Manufacturer narrative:
The initial report was submitted under brand name prism 6 channel analyzer, list number 06a36-04. It was determined by additional information that the suspect device is prism hiv ag/ab combo assay, list number 07g46-48, which has no similar product distributed in the united states. This MDR (manufacturer's report#: 1628664-2015-00239) was inadvertently filed in error.

Manufacturer narrative:
(B)(6). (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results while using the abbott prism hiv ag/ab combo assay on the prism analyzer. The customer provided the following results for sample ID (B)(6): initial (prism) 28.14, retest 32.31 s/co (reactive). Retested using the architect hiv assay 0.8 and 0.09 (non-reactive) .there was no adverse impact to patient management reported.